Event description:
The complaint indicates that there was no audio on the dash 3000 pt monitor due to the speaker cable being slightly angled in connector. After refitting the speaker cable the issue has been resolved. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.